Event description:
It was reported that the fenestrated bipolar forceps instrument did not work. No additional information was provided. No patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering verified that one conductor wire is broken at the yaw pulley exit. Yaw pulley shows no signs of arcing. Grip cables are not derailed at wrist. Wire insulation does not appear cut or melted. Electrical continuity failed. Engineering also observed the instruments distal end of the main tube has scratches and scrape marks with material removed. Scrape mark is parallel to tube axis and has a wear pattern consistent with cannula related tube abrasions. Scratch marks were likely caused by instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.